Event description:
In 2002, the complainant first used contact lenses from a box of 12 lenses (6 for the right eye and 6 for the left eye). The lenses for the right eye and for the left eye have different lot numbers. When the complainant inserted a lens for the right eye it felt fine. When inserted a lens for the left eye, the complainant felt an intense pain. Complainant subsequently went to see a physician who said that they had a severe irritation caused by the lens which was only briefly in the eye. The lenses are sealed in blister packs which have a small amount of saline solution inside. The package does not indicate that the lenses need to be rinsed with saline solution prior to insertion in eyes. The complainant's usual practice is to rinse the lenses, but does not remember if complainant rinsed the lens inserted in the left eye. The lenses which caused the problem are acuvue toric contact lenses. Prior to the problem, the complainant had not previously used this brand of contact lens, but had used contact lenses of the same type. 2/02 update: the complainant called and reported that they had inadvertently used the clear care cleaning and disinfecting solution (from a starter kit for the lenses) as a rinse when they first used the lenses. Complainant learned of their mistake when they talked to someone at the store where they purchased the product. The cleaning solution contains hydrogen peroxide and would cause considerable eye irritation. Complainant did not realize that the cleaning solution was not the rinse for the lenses. There is a warning not to use the cleaning solution as a rinse but this is in small print. The complainant has a new complaint that the warning is not in large enough print. The complainant again tried the lenses 11 days later and experienced no problems. Next day complainant used the lenses after having them in the cleaning solution overnight. The hydrogen peroxide is supposed to dissipate, but the complainant experienced irritation after a few hrs of use.